Event description:
Pt suffering a stroke relate to paradoxical embolism via patent foramen ovale, was implanted with a 23mm cardioseal device in 2005. According to the implanting physician the procedure was uneventful. The pt reported sense of palpations overnight, hosp records showed no documentation of arrhythmia. The pt was discharged on aspirin, plavix, and toprol. A follow-up with the pt on february 15, 2005 revealed the pt had stop taking toprol, pt reported the toprol made pt feel fatiqued. Pt was having no further headaches, their examination was unremarkable. A 2d echocardiogram revealed appropriate thickening of the atrial septum with no masses. Nine days later the pt contacted the implanting physician complaining of their heart racing in the night and feeling well during the day. The implanting physician requested their staff contact the pt and communicate to pt the symptoms pt experiencing is not expected. Their instructions included the pt to have a 24 hour holter monitor performed and a follow-up visit to reviewing the findinds. About two weeks later the implanting physician was notified that the pt had expired overnight. An autopsy conducted on the pt revealed pulmonary embolism as the preliminary cause of death. The implanting physician was present at the autopsy and he recovered the cardioseal from the autopsy which showed no obvious evidence of thrombus. The device appeared to be well neointimalized. The device in question will be returned for analysis. Based on the autopsy report the implanting physician reported that the pt death was not device related. No further action is required.